Event description:
Consumer via phone stated that their oral-b dual action brush head fell off into their mouth. No injury was reported. 18-oct-2021 follow up via phone: the consumer was a male. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.